Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had filled the cartridge with cold insulin. Tandem technical support educated the customer use room temperature insulin when filling the cartridge. Customer loaded a new cartridge to resolve the issue.